Manufacturer narrative:
UDI: (B)(4). Investigation summary ==> the complaint device was received at the service center and evaluated. It was reported that does not work¿ jammed motor. Per service reports, this complaint can be confirmed. It was found during evaluation that the motor was rusty and sticky. Further, the cable resistance was out of tolerance. Also, some parts of the valve were damaged. The motor, motor cable and damaged valve were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Fluid ingress into the device and contact with the motor is responsible for the rusty motor. Corroded motor has a tendency to stick and not turn. User mishandling might be the most probable root cause for the damaged valve. However, with the available information, we cannot determine the root cause of the tolerance failure of the cable. The corroded motor and defective cable would have caused the customer to experience the reported problem. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 05/14/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown surgery on an unknown date, it was observed that the 8022 handpc tornado shaver device had a jammed motor and did not work. During in-house engineering evaluation, it was determined that the motor was sticking as it was corroded. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.